Manufacturer narrative:
Analysis of the ins (serial # (B)(4)) found no anomaly.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that there was a new implantable neurostimulator (ins) with an in-the-box failure. The manufacturer representative (rep) was preparing for an implant at their home and the in-the-box ins had poor coupling. They could only get 6 coupling bars. The rep confirmed the recharger was good, tried al test with no change and moved to a different location but still could only achieve 6 bars. There was no patient or physician involved in this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.